Event description:
Implant didn't achieve osseointegration, primary stability was achieved, smoker, periodontal disease, inadequate bone quality/quantity, inflammation, mobility. (B)(6) are the same patient.